Event description:
This is a spontaneous case report received from a female consumer of unspecified age consumer via regulatory authority (mw# 5041429) in united states on(B)(6) -2015 who had essure (fallopian tube occlusion insert) inserted on(B)(6) 2009. A year after essure insertion, consumer started presenting pain and heavier periods. She stated that was still on birth control to get periods, because they were still heavy. It kept ongoing until 2012 when her physician noticed a coil of the essure had went through her right tube. Hysterectomy and partial removal of right fallopian tube and removal of the coils was performed on (B)(6) 2012. Product technical complaint (ptc) investigation results were provided on (B)(6) 2015: ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed and spontaneous case report (received via regulatory authority) refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and after three years, her physician noticed that a coil of the essure went through her right tube. This event, seen as fallopian tube perforation, is serious due medical importance and listed in the reference safety information for essure. Fallopian tube perforation is a potential complication of essure insertion or removal. In this case, one year after placement procedure, the patient presented pain and heavier periods. Two years later, her physician noticed that a micro-insert went through her right fallopian tube. Hysterectomy and partial removal of right fallopian tube with coils removal were then performed. Considering the positive temporal relationship and event's nature, causality with essure use cannot be excluded. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Further information has been requested.

Manufacturer narrative:
Follow-up from 01 oct 2015: follow-up attempts were done with no response to date.